Event description:
Surgeon was attempting to place a 3.0 x 23 xience stent in the vessel. The vessel was predilated with a 2.5 x 15 voyager balloon. First attempt was unsuccessful, so a second attempt was made and again was unsuccessful. The surgeon then elected angioplasty of the vessel and a powersail balloon was inserted to post dilate. At the end of the procedure, it was noted the stent was not present on the end of the stent wire (it was not thought to have been deployed). The stent was successfully retrieved from the left main without complication or evidence of visible damage to the left main, lad or diagonal. The patient remained stable with no complaints of pain or other issues noted. The patient was discharged the following day.